Event description:
The customer contacted baxter's technical service center (tsc) because she saw air in the patient line during a check your position alarm. The baxter technical service representative (tsr) had the home patient (hp) check the patient line for kinks, fibrin and air. The tsr advised the hp that they would need to start over with new supplies. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.